Event description:
It was reported that t1 and t2 deploy together. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the actuator is in its post t2 position indicating a complete deployment. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1has been broken off of the suture. T2 and the suture show no abnormalities. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device IFU under warning "do not push the deployment slider twice or the second implant will deploy prematurely". Additional information.

Event description:
It was reported that t1 and t2 deployed together. A backup device was available to complete the procedure with no significant delay or patient injuries.